Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited drop in pacing lead impedances and reproducible noise on the ventricular and rate/sense channels. Pacing thresholds are normal. The lead was subsequently verified on floroscopy to be fractured.